Event description:
Same as manufacture# 6000093-2004-01406. It was reported that 4 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented with an acute myocardial infarction and sent to the cath lab. The lesion being treated was in a tortuous mid left anterior descending artery (lad). The lesion was pre-dilated with a 2.5 x 20 mm voyager balloon at 10 atms for 20 seconds. However, a dissection occurred in the proximal end of the lesion and the same voyager balloon was inflated to 4 atms for 30 seconds. The physician then successfully deployed a taxus express2 8.8% 2.75 x 20 mm stent at 12 atms for 40 seconds. Also, a second taxus express2 8.8% 2.75 x 12 mm stent was deployed at 12 atms for 40 seconds overlapping the proximal end of the initial taxus stent. In addition, the same balloon of the 2.75 x 12 taxus stent was inflated to 14 atms for 20 seconds at the mid section of the overlapping taxus stents. It was noted that the diagonal was a little hazy but not treated further. The procedure was successfully completed that the pt was discharged. Four days later the pt presented to the cath lab complaining of chest pains and was determined to have a thrombosis in the taxus stents. The physician then decided to dilate the thrombosis with a 2.5 x 20 mm voyager balloon. The 2.5 x 20 mm voyager balloon was inflated four times starting on the proximal end, going distally and ending back in the proximal end. The first two inflations were at 10 atms for 30 seconds each, then at 14 atms for 30 seconds and a final inflation at 10 atms for 30 seconds. The pt was administered plavix and aspirin and discharged.